Manufacturer narrative:
No malfunction was found by service, which proceeded with the regular maintenance service. No patient involvement.

Event description:
The customer reported the pump has problems with piston stroke. Occlusion.